Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent vascular stent. During the procedure, the stent is inserted, and the deployment system is removed. Part of the sheath remains in the patient's body. Reportedly, the device is difficult to remove as if blocked, then suddenly more difficulties, which can correspond to the breakage of the sheath.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent vascular stent. During the procedure, the stent is inserted, and the deployment system is removed. Part of the sheath remains in the patient's body. Reportedly, the device is difficult to remove as if blocked, then suddenly more difficulties, which can correspond to the breakage of the sheath.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided images and the returned sample confirm that the inner catheter cardan tube broke off at the distal end, and detached inside patient which leads to confirmed result for break and detachment. An indication for a manufacturing related cause could not be found. In this case the user reported that a removal force increase was felt as if the system was blocked which suddenly relieved, and which may correspond to a sheath rupture. Reportedly, the vessel was not tortuous but a little calcified, the lesion was pre dilated, and system compatible 7fx45cm introducer with 0.035" guidewire were used for access. The guidewire was running smoothly inside the system. During deployment, the system was correctly held at the stability sheath, and the user did not experience any difficulty; the product was used off label. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Deployment in the iliac artery represents an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further state: 'visually confirm the delivery system integrity after removal.' Holding and handling of the system throughout deployment was found sufficiently described. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. G3, h6 (patient, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.